Manufacturer narrative:
On (B)(6) 2011, dr. (B)(6) stated that the procedure would have likely converted to open due to the patient's size and extent of adhesions. He stated that the patient was recovering fine and there were no additional complications. On (B)(6) 2011, dr. (B)(6) contacted isi regarding the possibility that instrument fragments may have fallen into the patient during the procedure, and requested biocompatibility information for the permanent cautery hook instrument. An x-ray and CT scan were performed and were found to be inconclusive in confirming if any fragments were retained in the patient. On (B)(6) 2011, (B)(6) hospital risk management representative, (B)(6), confirmed the patient has recovered well and has not had any post surgical complications. The instrument will not be returned for evaluation, however, the hospital did provide photographic images of the instrument for isi evaluation. Per the images provided, the instrument has a broken distal clevis ear with the ear having broken off at the base. The conductor cap is missing due to the ear breakage. A follow-up MDR will be submitted if the instrument is returned and / or if more information is received.

Event description:
It was reported that approximately 35 to 50 minutes into a da vinci s sacrocolpopexy procedure, while the surgeon was exploring the surgical field, the permanent cautery hook instrument broke and bumped the patient's bifurcation of the inferior vena cava. The procedure was converted to traditional open surgical techniques, sutures were placed to repair the iliac perforation, and the patient was provided units of blood as a result of the bleeding. On (B)(6) 2011, medwatch uf. Importer report (B)(4) was received.